Event description:
It was reported that during procedure it was suspected that there was a burning smell from the console. The procedure was completed using another console. There were no patient complications.